Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Pump error and hardware low level failure alarm was confirmed in the pump history, problem isolated to electronic assemblies. Insulin pump received with scratched case, cracked battery tube threads, cracked keypad overlay and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.